Event description:
Although tested prior to use, when the stapler was placed inside the patient and clamped onto the intestine for the roux-en-y procedure the battery stopped working. The surgeon had to use the manual release button to disengage the stapler from the intestine. The exact same thing happened with another stapler from the same lot. Reference report: mw5146331.